Manufacturer narrative:
H4: the lot was manufactured between july 25, 2023 - july 26, 2023. H10: the actual device was received for evaluation. Visual inspection was performed which noted there was fluid inside a bag that contained the unit suggesting a leak may have occurred. No evidence of rupture was observed from the bladder. Further inspection revealed the cause of leak was due to a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified as a leak due to a broken tube. The cause of the breakage was determined to be related to the manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst. The set was filled with 8000mg flucloxacillin with 12.6ml of citrate buffer diluted in 240ml 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.